Event description:
Caller alleged discrepant results compared with the lab. Lab results from (B)(6) 2010 were completed 30 minutes after meter testing. Results with the new meter were obtained 1 1/2 hours after lab testing.

Manufacturer narrative:
Investigation pending.